Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was caused by a cut at the outer sheath of the image sensor unit cable. The exposed core wire then contacted with other core wires during angulation, resulting in short circuit and triggering the event. Regarding the cause of the sheath cut, since insertion section was squeezed, it is presumed that angulation was performed while the cable was in a state of poor sliding, leading to the breakage of the charged coupled device cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
A2 - age at time of event: "in his 60s". E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image from the gastrointestinal videoscope suddenly became abnormal during angulation while the device was in the duodenum, after passing through the esophagus and stomach during inspection. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using a back-up device. A delay occurred, and no patient harm was reported.